Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported with a description of faulty injector and explanted the intraocular lens (iol). Additional information has been requested.

Event description:
Additional information has been received. And stated, that, the facility is aware that now of their injectors are bent and continue to use them. This is not a fault from the product.

Manufacturer narrative:
The initial decision to report was incorrect. Resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).